Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber was received at fisher & paykel (f&p) healthcare in new zealand for investigation, where it was visually inspected. Our investigation is thus based on the evaluation of the subject device, the information provided by the customer and our knowledge of the product. Results: visual inspection of the returned device revealed white residue on the exterior of the chamber base. A hole was present in the base of the chamber, with rough edges indicating erosion of the material. Chemical analysis of the humidification chamber identified the presence of chlorine and sodium. This indicates that the hole likely resulted from a chemical reaction between the aluminium baseplate and incompatible substances, specifically sodium bicarbonate. Conclusion: the reported water leakage was confirmed to be caused by a hole in the aluminium base of the mr290v humidification chamber. Based on the investigation, the hole developed due to exposure to incompatible materials that reacted with the mr290v humidification chamber's aluminium baseplate. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the mr290v vented autofeed humidification chamber state the following: - do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - use of the mr290 above maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilator pressure. - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Event description:
A distributor in japan reported on behalf of a healthcare facility that an mr290v vented autofeed humidification chamber was found leaking water from a hole in the chamber base. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject mr290vx vented autofeed humidification chamber to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported on behalf of a healthcare facility that an mr290vx vented autofeed humidification chamber was found leaking water from a hole in the chamber base. There were no reported patient consequences.